Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink y-site leaked blood from its injection site and had an inverted septum. This occurred after flushing the device and during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection identified that the septum was inverted. The swage height and diameter were measured and found to be within specification. A complete slit was observed in the septum. The cause of the inversion could not be determined. A CAPA has been opened to address this condition. Should additional relevant information become available, a supplemental report will be submitted.